Event description:
New information became available that this lead was explanted as it was believed to be fractured. The lead continued to exhibit high out of range shocking impedances of greater than 125 ohms as well as continued noise as previously reported. A new lead and device were successfully implanted in it's place without incident.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the stored epsiode in (B)(6) 2011 exhibited electrogram noise on both the right atrial (ra) and right ventricular (rv) shock lead. There was no electrogram noise on the rv pace/sense channel. The patient's medical history was significant for trauma to the left shoulder. The cause of the trauma was not reported. Technical services discussed the possibility that the shoulder trauma may have been a contributing factor the oor on the device. There was an office follow-up in (B)(6) 2011 that shows a shock impedance trend with nearly all greater that 125 ohms impedance readings between (B)(6) 2011. A fax electrogram was reviewed and technical service discussed the possibility of a progressive issue with the rv defibrillation lead in the form of a partial fracture which did not affect the rv pacing impedance but did drive the shock impedance out of range. Technical services was informed that the chronic device and rv defibrillation lead had been discarded or lost by the hospital. The patient questioned whether warranty was applied and mentioned possible legal consultation. The warranty department was contacted to discuss credit eligibility.

Event description:
Subsequently, boston scientific received information that this rv defibrillation lead was received at boston scientific's return product department in (B)(4) 2013.

Manufacturer narrative:
The lead was returned severed (185mm from the terminal pin) along with two segments (a terminal end and tip segment) for a total length of 601 mm. All of the filars appeared to be cut. Set screw marks were identified on the is-1, distal and proximal high-voltage terminals. The clear medical adhesive is torn/separated at the proximal end of the proximal spring electrode and the proximal spring was stretched. The distal end of the proximal spring electrode is separated from the lead body insulation (medical adhesive was present). There was damage to the returned lead that is consistent with an explant procedure. Each portion of the returned lead were put through and passed electrical continuity and internal insulation integrity testing. It was concluded that the clinical observation could not be confirmed through laboratory testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shocking lead impedance measurements of greater than 125 ohms as well as episodes of noise. The physician will be scheduling a revision or explant procedure soon. No adverse patient effects have been reported to date.